Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 - photo evaluation additional information: h6 additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the specific gender and age of the patient were unknown. The patient underwent laparoscopic pancreaticoduodenectomy in hospital in 2021 (specific surgery date was unknown). The surgeon used the w9109h for choledochojejunostomy in the way of continuous suturing. The intraoperative suturing was smooth. No device failure or patient injury was reported. On may 16, 2023, the patient underwent choledocholithotomy in the hospital due to bile duct stones. During the surgery, the doctor found that there was non-absorbable suture in the biliary-enteric anastomosis. Therefore, the stone and non-absorbable suture in the body were removed. The surgeon considered this stone to be caused by non-absorption of the suture used in previous pancreaticoduodenectomy. The patient was in stable condition currently, and no subsequent adverse event report was received. The following information was requested, but unavailable: was the initial suture used 2 years ago a non absorbable suture? Was pds the suture that was used 2 years ago? If no, what was the suture used 2 years ago? What was the location of the calculus? Date and name of index surgical procedure that took place about 2 years ago? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a suture used and broken into several segments. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a surgery due to calculus and suture was used. During this surgery, the surgeon found that part of suture was not absorbed in patient's body, which was the suture product used to sewing tissue during another surgery about 2 years ago. The patient experienced nonabsorption post operatively. Then the suture was removed. The patient was stable now. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the initial suture used 2 years ago a non absorbable suture? Was pds the suture that was used 2 years ago? If no, what was the suture used 2 years ago? What was the location of the calculus? Date and name of index surgical procedure that took place about 2 years ago? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?